Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include and internal component failure within the generator. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Initial reporter foreign postal code: (B)(6).

Event description:
It was reported the coblator ii controller did not produce a plasma field at settings 7, 8 or 9 and hence the wand did not function normally. This resulted in a surgical delay of 31-60 minutes while the patient was anesthetized.